Manufacturer narrative:
(B)(6). Thirty retention samples were submerged leaked tested for holes in the tubing. There were no defects for holes in the tubing. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5155864. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while using the 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing the user noticed the tubing was cracked during the sampling.